Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported while moving the cable, the sensor can't be detected. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Device functionality testing found a "replace sensor" message displayed with a masimo tester connected. Internal inspection results found recessed pins inside the tb20 connector. The recessed pins results in a poor connection with a masimo tester and causing a "replace sensor" message to appear. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported while moving the cable, the sensor can't be detected. No patient impact or consequences were reported.